Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that a cartridge change error occurred. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose value was 278 mg/dl.